Event description:
On 4th feb 2026, it was reported by an arthrex employee via email that ar-2324pslc peek swivelock c,4.75x19.1mm batch 15522567 swivelock broke while trying to screw in during procedure. This was detected on (B)(6) 2026 during mpfl procedure, and user completed the procedure using a new swivelock. All broken piece was retrieved from patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions - 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.